Manufacturer narrative:
Block h6: imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted during a balloon placement procedure on (B)(6) 2025. During the procedure, the balloon had a fluid leak. The procedure completed with the same balloon. After the procedure, the patient reported discomfort. The balloon was removed via endoscopic procedure on (B)(6) 2025.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted during a balloon placement procedure on (B)(6) 2025. During the procedure, the balloon had a fluid leak. The procedure was completed with the same balloon and not filled to the intended volume. After the procedure, the patient reported discomfort and the balloon was removed. The balloon was removed via endoscopic procedure on (B)(6) 2025. A new orbera balloon was placed.

Manufacturer narrative:
Block h6; imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Additional information; block b5: event description was updated to include the following information received on december 11, 2025: the balloon was not filled to the intended volume. A new balloon was placed after the original balloon was removed. Device evaluation; block h11 the orbera balloon was not returned for analysis. The documentation submitted includes a video and picture and a media analysis was performed. It can be observed that the ballon is colored blue into the patient anatomy, most likely it was filled with methylene blue. Additionally, it is possible to identify a fluid leak during the procedure. In the picture, it can be seen a balloon deflated after use outside of the patient. Therefore, there is enough evidence to confirm the reported events of device fluid leak, device use of device user error, and balloon failure to inflate. Based on all gathered information, the probable cause selected for balloon failure to inflate, device fluid leak and discomfort is known inherent risk of device, because these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). For the event endoscopic procedure, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. Written instruction in the instructions for use (IFU) state: "the igb is placed in the stomach and filled with sterile saline". Therefore, device use of device issue - user error in this event is catalogued as failure to follow instructions because the problems traced to the user not following the manufacturer's instructions. There is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.